Manufacturer narrative:
The device history record was reviewed and indicated that the product was release accomplishing all quality standards. A physical sample was not provided for evaluation, only a picture showing the silicone tube disconnected from the drip chamber. A sample is required to review details on the silicone and drip chamber surface for any damage; however possible root cause could be: stretching peristaltic tubing before usage, incorrect placement in pump causing additional stress to the tubing and detachment, enfit female connector is not correctly adjusted to the transition connector and transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. For the drip chamber separating from the silicone tube a possible root cause can also be accidentally pulling the silicone from the drip chamber with excessive force while performing setup. No corrective actions will apply since failure mode has not been confirmed to any manufacturing issue with a sample. The picture provided shows the reported detachment but the physical sample is required to provide a better assessment. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding set. Customer reports: the dropper is separated from the feeding tube. There was no patient harm.